Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the physician had the patient undergo defibrillation threshold (dft) testing due to a concern over an increase in shock impedance measurements for the electrode. It was noted that at implant the electrode impedance measured at 94 ohms and had increased to between 150 to 160 ohms. During the dft testing a 10 joule shock was administered with a shock impedance measurement of 120 ohms. A 41 joule shock was then successfully given with an impedance measurement of 122 ohms. The cause of the increased shock impedance remains unknown. At this time the physician plans to continue to monitor the patient. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported.